Event description:
This pt was admitted to the hosp for cardiac cath. The pt was currently taking asa, beta-blockers, nitrates, diuretics, ticlid, and ace-inhibitors. The pt was taken electively to the cardiac cath lab, where angiography revealed a >50%, tubular (10-20 mm), eccentric, type iib, readily accessible of proximal segment, irregular, non ostial lesion in the mid-rca. A bolus of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The mid-rca lesion was predilated with a 2.5 x 16mm balloon inflated to 6 atms for 20 seconds. A 3.0 x 18mm cypher stent was deployed to the lesion site with suboptimal results. The stent was not post-dilated. Flow through the stented segment was timi iii. Residual stenosis was reported to be 30%. The pt was discharged on the same pre-procedure medications the following day.